Event description:
The customer was hospitalized due to high and low bgs. The pump is stuck in some kind of loop. A day later, the customer called back and stated that custoemr was admitted in the hosp due to high bgs and dka. The customer has not been using pump since 2005 and the customer stated that spouse removed the pump when alarm occurred. In addition, the customer was admitted to an asylum and pump was disconnected from the customer while customer was at the asylum. Tried to confirm circumstances for disconnection of pump with md, but md is not aware. Troubleshooting could not be performed due to customer difficluties seeing display and the nurse was busy. Advised nurse to have customer call to test the device.